Event description:
Customer reported that she had sensors that had expired and needed to have more sent to her. The blood glucose reading was 165 mg/dl. She stated that she did not know sensors could expire and needed them to be replaced. Customer also stated that the insulin pump malfunctioned. She stated that there was a hospitalization and that if the sensors had worked properly and that she had known about the expiration date, the hospitalization could have been avoided. Customer reported that she had gone into kidney failure due to the insulin pump not delivering insulin. She also had diabetic ketoacidosis while at the hospital. Customer stated that she is pregnant and hoped to not lose the baby due to these complications. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.